Event description:
It was reported that cartridge alarm 20 occurred and issue did not resolve even after initial troubleshooting, preventing customer from resuming insulin delivery with pump. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer loaded new cartridge using proper technique with technical support but alarm recurred, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup therapy, and customer was instructed to place pump in storage mode, return it using prepaid label, and then program pump settings and reconnect continuous glucose monitor on replacement pump.